Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 29jul2019. The oxygen valve solenoid assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the oxygen concentration test was out of range. There was no patient involvement.